Event description:
Chemo hung to deliver at 42 ml/hr to 1000 ml/24hr via alaris imed pc2-tx. The flow roller clamp was closed. After greater than 2 shifts it was discovered medication was not being delivered but pump counting down with no warning alarm. Upon investigation by biomed an intermittent problem with delivery of flow was identified. Despite the fact the clamp was closed no alarm sounded-regardless of setting.